Event description:
Coiling treatment of an aneurysm. It was reported during coil deployment, the coil detached. The physician was able to push the coil inside the aneurysm with another coil pusher assembly. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was implanted in the patient.